Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged a few days after implant. The field representative also reported that inappropriate shocks without therapy exhaustion were delivered, however there were no reported patient injury prompted by the shocks. The lead was repositioned successfully and remains in service. No adverse patient effects were reported.